Manufacturer narrative:
Corrected result and conclusion code. Technical support traced the fault to the component failure (faulty life block).

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Log files shows that the problem occur just after a successful circuit system test. Alarm 256 - disconnection proximal pressure line and alarm 251 - disconnection was triggered many times and ventilation was running without any disconnection alarms. The customer suspecting a life board failure, as a resolution the technical support decided to send a life block and request to customer to send the faulty block for investigation.

Event description:
The customer reported while using the bellavista 1000, that the device display technical failure 258 "disconnection exhalation valve". It is also reported that ventilation was running without any disconnection alarms. The malfunction happened during clinical use but no harm reported as they able to removed the patient from the defected device and placed on back up ventilator.